Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer received a failed selftest alarm. The customer also stated that their insulin pump shut off, even with a new battery installed. Troubleshooting occurred. Advised to discontinue use of the insulin pump. No additional information was provided.